Event description:
Reportable based on device analysis completed on 26may2025. It was reported that the coil was stretched. A 10mm x 40cm interlock-35 coil was advanced for embolization of the hepatic artery. However, the coil stretched when it entered the microcatheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable. However, returned device analysis revealed the main coil was detached.

Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the rhv, the introducer sheath and the delivery wire were returned. The main coil was bent and stretched at the primary coil section. Moreover, the arm coil was detached. The delivery wire was stretched and the introducer sheath was also detached. Dimensional inspection was performed, and the main coil's zap tip outer diameter (od) and primary coil od passed the specification test. The dimensional inspection of the delivery wire's max wield od, max wire arm od and max wire od also passed the specification test.